Manufacturer narrative:
(B)(4).

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the locking mechanism on the companion caddy did not work anymore. Companion caddy s/n (B)(4) was sent to syncardia for evaluation. Visual inspection of the exterior of the caddy revealed no damage or anomalies. The customer reported issue of the malfunction of the release plunger assembly was confirmed to be difficult to actuate through its full range of motion. The stuck release plunger assembly issue was previously investigated at syncardia. The investigation determined that the root cause was the lack of lubrication for the internal mechanical components of the release plunger assembly. The release plunger assembly was replaced, which includes lubrication on the internal mechanical components, and the companion caddy was serviced and passed all final performance testing. At the time of the customer reported issue, the caddy was not in patient use and, therefore, there was no patient impact. If the companion caddy was in patient use, the failure mode would pose a low risk to a patient because a docked companion 2 driver would continue to provide its life-sustaining functions. The companion caddy provides a redundant power source of external wall power to the companion 2 driver. The companion 2 driver also operates on external batteries and an internal emergency battery when external wall power is not in use.

Manufacturer narrative:
(B)(4).

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the locking mechanism on the companion caddy does not work anymore. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion driver caddy was not in use by a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion driver caddy will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR.